Event description:
The customer stated that he tested his blood glucose and received a reading of 99 mg/dl. The hosp's meter gave a glucose reading of 60 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events due to the readings. The test strips and meter are to be returned for evaluation, and replacement products will be sent.